Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and rpt'd problem are consistent with that of an iab which became entrapped and needed to be surgically removed from the pt. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percutaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, co would be well advised to call for a vascular consultation, as was done in this case.

Event description:
The iab was inserted into the pt on 9/9/96 in the o.r. After iabp for about 32 hrs, blood was noted in the tubing. The dr was notified and advised teh nurse to continue pumping. About 12 to 18 hrs later, the dr went to remove the iab on 9/11/96 but was unable to. The iab was entrapped and needed to be surgically removed. Event complications: balloon entrapment/surgical removal - rpt'd 9/12 & 10/11/96. Pt current status: critical - rpt'd 9/12/96.